Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right most light-emitting diode section of the external pulse generator's display was not functioning, the rapid atrial pacing section. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event the display flex was missing segments. It was also noted that the lower case was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.